Event description:
A caller reported a malfunction on a pump, identified by the code "malf 1," and confirmed that no notable events occurred prior to the malfunction. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Customer service arranged for a replacement pump, since the impaired pump was still under warranty, and advised the caller to switch to multiple daily injections as backup therapy. The customer was informed they would receive a pump with updated software and were instructed on the necessary steps to return the malfunctioning pump.